Event description:
It was reported that during initial implant this left ventricular (lv) lead experienced oversensing of the left atrial signal, however capture was confirmed at that time. The oversensing was believed to be a result of the position of the lead in an anterior branch. Sensing for this lead was programmed off at initial implant. It was subsequently explanted and replaced with a new lead. No additional adverse patient effects were reported.